Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.

Event description:
It was reported that unknown patient will undergo ipg replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.